Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred post-op a spinal fusion procedure performed levels 5/6 in a patient. It was reported that the patient had osteolysis, kyphosis and possible reaction or rejection to titanium. Product will be returned.